Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was clogged during use. The following information was provided by the initial reporter: "clog needle(cannula blockage) causing drug is not coming out of cannula. When I first received a call from the customer, she reported insulin was not coming out of cannula. However, upon receiving a sample from the customer, I discovered that the inner cannula was bent. It's possible that the needle was completely folded, which may explain why the customer was unaware that it was bent. Customer acknowledged that she may have been at fault in this case during connecting pen and needle. She mentioned that she has had issues with clogged needles in the past, which could have contributed to the problem."

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was clogged during use. The following information was provided by the initial reporter: "clog needle(cannula blockage) causing drug is not coming out of cannula... When I first received a call from the customer, she reported insulin was not coming out of cannula. However, upon receiving a sample from the customer, I discovered that the inner cannula was bent. It's possible that the needle was completely folded, which may explain why the customer was unaware that it was bent. Customer acknowledged that she may have been at fault in this case during connecting pen and needle... She mentioned that she has had issues with clogged needles in the past, which could have contributed to the problem.".

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 30-mar-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h10.